Manufacturer narrative:
Observation of the internal components of the device found multiple areas of the plastic of the chassis having had melted, as well as burn marks throughout the device. Burn marks were observed on the underside of the top housing around the piezo, on the printed circuit board (pcb), reservoir, and the chassis. Burn marks were also observed under the top battery on the printed circuit board (pcb). The chassis near the rotational sensor springs, fill springs, sma wire and the reservoir cap were observed to have melted. The shaped memory alloy (sma) wire was observed to be missing in certain areas. Metal based components, such as the reservoir cap and commutator cap were observed to be discolored. Part of the rotational sensor spring was observed to be missing. During the investigation, some of the burn marks and melted chassis/sma wire were observed to be near electrical components. Investigation determined that the device could not have generated enough electricity to create the damages observed. Due to this conclusion, the damages observed were determined to be post use damage. Due to the post use damage, the investigation was compromised and could not be completed adequately.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: up1a.231005.007.s916usqs5cxl7. Cloud - smartphone hardware: sm-s916u. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.